Manufacturer narrative:
A device history record review could not be performed as no lot number and no product catalog number was provided. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Two digital photos were provided which confirm a twisting of the stent placed in the proximal sfa leading to a constriction of the stent lumen. No fracture of this stent could be identified. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual pt factors may contribute to the twisting of a stent in this region. On the basis of the info available, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently addresses the correct application of the device.

Event description:
It was reported that approximately one year post implantation of two vascular stents in the sfa, multiple fractures and an occlusion were discovered. This record addresses the reported issue with the stent placed in the proximal sfa. Pt indicators will determine if an additional vascular procedure needs to be performed. The pt is in stable condition.